Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to introduce insulin into the cartridge. The customer changed the pump supplies and a new cartridge installed successfully. The customer's blood glucose level was not impacted. As the event had occurred in the past, tandem technical support was unable to troubleshoot.